Manufacturer narrative:
Correction: the lot number was changed upon receipt of the sample. Medical device lot #: 8352543 medical device expiration date: 11/30/2021. Investigation summary: a review of the device history record revealed no irregularities during the manufacture of the reported lot. Received a 22ga iag unit within a sealed package from lot number 8352543. All contents were intact. Visual examination: ¿the unit was received within a sealed package. ¿observed specks of black material on the grip of the unit received. Conclusion: manufacturing (molding) - burnt resin (non-foreign) was a result of the molding process of the needle cover. The burnt resin material is cosmetic and does not affect fit, form or function of the product. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators to ensure process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan. Visual inspection for ¿foreign-not foreign particulate, loose and embedded¿ are preformed throughout the manufacture of the product.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter had foreign matter on it. This was discovered before use. The following information was provided by the initial reporter: dirty.

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter had foreign matter on it. This was discovered before use. The following information was provided by the initial reporter: dirty.